Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The custoemr reported that the insulin pump never alerted her to having an empty reservoir. She stated it would show if there was a low reservoir, but not an empty reservoir. The caller was advised there was about a 10 to 11 unit discrepancy in what the status screen was showing and what was remaining in the tubing. The customer was informed that the empty reservoir notification would only occur if the piston were to be fully extended. She was advised that a displacement test could be run to confirm the insulin pump was working. The customer's blood glucose was 120 mg/dl. The customer was not able to perform troubleshooting at the time. Nothing further was reported.